Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple pump error alarm. Customer stated that they were able to rewind the insulin pump and was functional again. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer reported a pump error 4 as well as pump errors 53 and 54. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: faded serial number label, cracked middle (enter) keypad buttons. Unit passed displacement test; it failed self test. Self test returned a pump error 63. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt confirms the following pump errors which could potentially trigger a critical pump error: pump error 4 @ (B)(6) 2021 12:09:51.000 and (B)(6) 2021 13:02:00.000; pump error 53 (filenumber 2002, linenumber = 672) @ (B)(6) 2021 13:02:02.000; pump error 54 (filenumber = 2018, linenumber = 163); pump error 63 (variableinfo = 3) @ 04/18/2022 07:00:19.000. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. A visual inspection of u1 under a microscope reveals that there is a broken trace at pin 6. In summary, the customer¿s report of pump error 4 as well as pump errors 53 (filenumber 2002, linenumber = 672) and 54 (filenumber = 2018, linenumber = 163) all were confirmed. These pump errors are due to software errors whereas the pump error 63 (variableinfo = 3) is due to a broken trace at u1 pin 6 located on the keypad assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.